Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 215 mg/dl at the time of incident. Customer was not assisted with troubleshooting. Advised the insulin pump will need to be replaced. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that the motor error reoccurred. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.